Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 16 x 2.50 mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 23 cm distal to strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 27-jan 2023. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in severely tortuous and mildly calcified left circumflex artery. A 16 x 2.50 promus elite mr drug-eluting stent was advanced to treat the lesion. However, during the procedure the stent failed to cross the lesion despite of multiple trying. The device was removed from the patient body. The procedure was completed with non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed hypotube detachment.